Manufacturer narrative:
The lead was not returned for testing and no other adverse events have been reported. This event will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was reported to be exhibiting capture in the right ventricle (rv). An x-ray revealed the lead had dislodged. The patient reported he had been moving furniture a few weeks ago. A revision procedure was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.